Event description:
Reportedly, the green mark was confirmed and the instrument was fired. After firing, the device could not be removed so the anvil was disengaged and the instrument only was removed. Upon inspection it was noted that approximately one fifth of the tissue was not cut properly. The tissue was cut with scissors and the anvil was retrieved. The surgeon tested the anastomosis and found that bleeding occurred requiring a blood transfusion of 1300 cc.